Event description:
It was reported that due to an prosthesis failure the patient had her artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Only the balloon was returned.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an prosthesis failure the patient had her artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be submitted.